Event description:
Boston scientific received information that shortly after the implant of this left ventricular lead, a lead dislodgement occurred. Surgical intervention was performed to explant and replace the lead. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than blood in the lead lumen. Laboratory testing was unable to reproduce the reported clinical observations and electrically, the lead was found to be within specification.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.